Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient's device was not able to be interrogated and communicate due to premature battery depletion. Patient's device is on advisory. The device was explanted and replaced. The patient did not experience any adverse consequences. The patient was stable and discharged.